Event description:
Information received indicates all of the bed functions were frozen.

Manufacturer narrative:
The technician replaced the power control module and re-calibrated the position sensors to repair the bed.